Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. After replacing the therapy connector assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to a failure of the therapy connector assembly.

Event description:
The customer contacted physio-control to report that their device would display connect cable when trying to charge, therefore the device would not be able to charge and shock defibrillation energy, if needed. There was no patient use associated with the reported event.